Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator was received inserted into the cannula. Pmv performed functional testing; the device failed an air leak test. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic cholecystectomy procedure, there was a damaged seal on the device. It was suspected that the unit seal was misaligned so it was difficult to put the robotic camera in. To complete the procedure, the trocar was used and the camera finally went through the trocar. The patient is alive and did not suffer any injuries from this event.